Event description:
It was reported that during an unknown procedure, the device would not fire. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Results: damaged spring cartridge lockout tab, incomplete-interrupted cycle the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.